Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken device, black particles and underweight. A visual and microscopic analysis was performed which identified broken crease sharp on radius, creases fold, stress marks, observed split in patch area, it is out of specification per qa199.04 (ss) was identified which is characterized as a workmanship and wear abrasion. Base on the device analysis the final assessment is: split in patch area, assessed as a workmanship.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Further information results: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event.